Event description:
It was reported that during a knee surgery a fragment of the pin broke off and remained in the patient's knee. This fragment was detected during the follow-up x-ray. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.